Manufacturer narrative:
Eval - the samples have been sent to the mfg site. A follow up report will be filed upon the completion of our investigation. A review of our compaints database reveals no other reports on this device lot inumber.